Manufacturer narrative:
The unit received a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. The unit was unable to perform the unexpected restart error test, verify compromised force sensor system alarms, or perform the prime/compromised force sensor system test due to the motor error alarm. The unit was received with normal operating currents. The device also passed the self test and off no power test. The following physical damage was noted: minor scratched lcd window, loose drive support disk, cracked case at the display window corners, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin sprayed out of the tubing. The patient's blood glucose at the time of incident was 71 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The customer was unsure as to whether or not they were pressing on the cap while connected to the insulin pump. The insulin pump was returned for analysis.